Event description:
It was reported that high capture threshold and high pacing impedance led to no capture and increased rv pacing was noted on the right atrial (ra) lead. The patient was experiencing heart failure symptoms. The ra lead was capped and replaced on (B)(6) 2025.